Manufacturer narrative:
Product has not yet been returned. Lifescan has requested the return of the subject strips for eval, but has not yet received them.

Event description:
A pt reported blood glucose results of "127 mg/dl, 377 mg/dl, and 323 mg/dl" with a lifescan meter, performed within 10 minutes of each other. A potential malfunction of the meter in terms of precision. The meter, test strips, and control solution were replaced.